Event description:
Ous MDR - after an implantation of about one month, two episodes with inappropriate shocks, an increased pacing threshold, and a drop in the sensing values were reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and free of defects. Especially the measurement values of the electrical analysis were within technical specifications. No anomalies could be detected during the performed screw test and the examination of the df4 connector. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.